Manufacturer narrative:
H6: upon further investigation, ventec has determined that this medwatch was submitted in error. The authorized third party service provider (asp) who had originally advised ventec that the device was rebooting by itself, later clarified that the device had been in an "off" state and was unable to complete the initial boot-up process (i.e. Unable to power on). As a result, this does not meet reportability requirements as the issue would not cause or contribute to death or serious injury if it were to recur.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp), contacted ventec to report that the device was continuously power cycling. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it continuously cycling power by itself was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the computer module (som) located on the control board.